Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader¿s vibration motor is designed to produce a vibration sensation on the user¿s skin to notify the user of an occurring event. The reader¿s vibration was turned on and no electric shock was experienced. The vibration strength was tested against a retained reader and no difference was observed. The reader was de-cased and the printed circuit board assembly (pcba) was inspected, no issues were observed. The internal battery has a maximum voltage of 4.2v and is not sufficient power to produce an electric shock and is protected from touching the user by means of the plastic, insulated case it is housed in. The reader¿s battery was charged to full capacity and the battery voltage measured at 4.18v. Based on industry-wide investigation, there is no documented evidence confirming that electric radiation in the spectrum and magnitude of that emitted from the libre reader will cause soft tissue damage to the human body. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. Section d3 (email) and section g1 have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "vibration from their freestyle libre 2 reader causing electric shocks on their thigh." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre 2 reader were reviewed and the dhrs showed the fs libre 2 reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "vibration from their freestyle libre 2 reader causing electric shocks on their thigh." There was no report of death, serious injury, or mistreatment associated with this event.